Event description:
Right-side capsular contracture baker grade 4.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Tiger aesthetics medical complaint#: (B)(4). Additional information: tiger aesthetics medical requests to void this report as this is a duplicate of record# 1651189-2023-04530. Please refer to this record# for related information. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.